Event description:
Event was reported to caldera medical by an attorney. The patient suffers worsening incontinence, lower abdominal and back pain, bowel dysfunction, discomfort during sex, and depression. No further information has been provided.